Manufacturer narrative:
(B)(4).

Event description:
The severe back pain patient reported their implantable neurostimulator (ins) experienced a problem and was nott working. It was further reported the ins was no longer working and it was suspected that the battery was no longer charging. Procedure was performed on (B)(6) 2015; however, the patient's healthcare professional (hcp) and a manufacturer representative could not rectify the problem. It was noted the patient was suffering of severe back ache 24/7 at the time of report. The patient could not afford a portion of the replacement bill at the time of report; further assistance was requested. Additional information has been requested to determine any further actions/interventions that were taken. A supplemental report will be filed if additional information is received.